Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist. In the letter the dentist states that prior to byte aligner treatment the patient's bite was class I and all teeth were stable. Now since wearing the byte aligners from (B)(6) 2024 the byte aligners had made the patient's bite worse and their jaw joint hurt. During the exam it is also noted patient has a grad 1 mobility. Dentist recommends stopping aligner treatment and have an orthodontic consultation.